Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device did not function. Add'l info received stated that the device was being used in a spine surgery and resulted in a delay of five minutes. There was no injury reported. There was no add'l info available.